Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed failure to interrogate due to premature battery depletion on the pacemaker. Programming changes were performed to resolve the issue. The patient was in stable condition.